Manufacturer narrative:
Continuation of concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had oversensing and high/undefined superior vena cava (svc) and rv im pedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.